Event description:
This is the sixteenth of 22 reports with 5 patients involved. There are a total of 12 separate events using up to 2 separate heraeus medical devices. Hk rep called to report that an office had trouble with a curing light. She said that fillings were falling out and that she wanted the assistant to be contacted. Assistant said that they had a light that was not curing very well that was causing the issues. She said that it tested at 750 to 800 mw/cm2 when their patterson rep tested it on a radiometer. She said that she always keeps the lights in their rooms and never mixed them up. She said that all of the fillings falling out came from the room with this light. She said that they have only had the issue the last 3 weeks and has been trying to figure what was the cause. She said that she uses three composites; mostly grandio by voco, then venus, then sonicfill by kerr. She said that they use all of these in each of the operatories along with the bonding agent futura bond dc by voco. Asked her what isolation method they use. She said that they isolate with cotton rolls and suction using the high vacuum saliva ejector. Patient 4 was treated on (B)(6) 2012. They placed a #20-do. The patient reported on (B)(6) 2012 that it fell out. They had the patient return immediately for the replacement. All composites placed were venus plt shade a3.

Manufacturer narrative:
As allowed by exemption (B)(4) (the importer) is submitting the report on behalf of heraeus kulzer (B)(4) (the manufacturer). Although we have not established that the device caused or contributed to the event, we're reporting it out of caution to be compliant with 21 cfr part 803. Conclusion: the directions for use states,¿ for ideal results, the use of an ivory rubber dam (or similar) is recommended to control contamination from moisture, blood and saliva. The user did not use a rubber dam as recommended. The assistant stated that they used cotton roll isolation which does not isolate the treatment area from the oral environment. Without proper isolation the treatment area may have been contaminated. A contaminated treatment area can cause inadequate bonding and eventual loss of adherence. Conclusion: ths complaint is invalid. Return of material to heraeus kulzer (B)(4) is unwarranted. The investigation is closed. No CAPA is proposed or initiated. Eval summary: eval date: (B)(4) 2012. Complaint: not curing very well is causing the composite to debond. Test standard: venus diamond specs for cure times at 2 mm depth of cure. Restorative material: venus diamond plt's: a2 lot 010036, a3 lot 010046, a3.5 lot 010034. Polymerization device: translux power blue, test unit s/n test (B)(4), control unit s/n (B)(4).